Event description:
The complaint is reported as: "no patient harm. The needle bent and broke within the patient. Case was finished with opening a new product. The wire was working before insertion but failed during insertion". It was reported the needle was still attached to the device and they were able to pull out the needle. No medical intervention was required. The patient was reported to be "good".

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo of the defect. The separated needle cannula is pictured. The customer returned one arterial catheterization device along with its lidstock for analysis. No definite signs of use were observed. Visual analysis revealed that the needle cannula had separated from the needle hub. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Microscopic examination revealed that there was little adhesive residue in both the hub and the proximal end of the cannula. Additionally, the catheter hub was severed to further analyze the cannula. Adhesive was observed on the needle cannula within the catheter hub. Based on the cannula separation and adhesive, it is likely that this is a manufacturing (assembly) issue. Additionally, the guide wire and needle were kinked in multiple locations. The needle cannula was also broken. The customer did not notice any kinking/additional damage while advancing the guide wire prior to use on the patient. The cannula outer diameter measured 0.02825", which is within the specification limits of 0.0280"-0.0285" per the cannula graphic. The cannula inner diameter at the proximal end measured 0.0190", which is within the specification limits of 0.0190"-0.0205" per the cannula graphic. The inner diameter of the needle hub measured 0.0290", which is within the specification limits of 0.0290"-0.0310" per the needle hub graphic. Functional testing cannot be performed as a part of this complaint investigation due to the damage to the needle. A device history record review was performed, and no relevant findings were identified.the customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. Microscopic examination revealed that there was little to no adhesive residue in the hub nor on the proximal end of the cannula. The sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "no patient harm. The needle bent and broke within the patient. Case was finished with opening a new product. The wire was working before insertion but failed during insertion." It was reported the needle was still attached to the device and they were able to pull out the needle. No medical intervention was required. The patient was reported to be "good."